Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was 10cc's. Patient did not require any medical intervention after the incident. During a f/u with the clinic the facility administrator reported that the patient had expired. The patient last had treatment on (B)(6) 2014. It was reported that the death was not related to the blood leak incident; the cause of death was cardiopulmonary rest.

Manufacturer narrative:
This report is being filed as a death due to unavailability of information. There is no indication the death was caused or contributed to the reported event. Medical records have been requested and have not been rec'd by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.